Event description:
The customer called reporting they were receiving an error 3 message on their freestyle meter. The meter has been returned and, through the course of investigation, has been discovered to have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been notified by the adc fa16may2006 letter.